Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. The catheter was examined, and kinks were noted. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. A compound rupture with a complete circumferential rupture was present on the midsection of the balloon. The edges of the rupture were examined under microscopic magnification (10x) and were noted to be slightly jagged. The balloon was noted to be prolapsed over the distal tip, likely indicating retraction problems. No other anomalies were noted to the returned device. The unbranded introducer sheath was examined under microscopic magnification (12.5x) and bunching was identified near the hub, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and was not able to advance past the kinks in the catheter. No further functional testing could be performed due to the condition in which the sample was returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image review: based on the images provided, successful pta angioplasty was performed for stenosis in the subclavian and basilic vein, can be confirmed. Based on the images provided, successful post stent pta angioplasty was performed in the subclavian vein, can be confirmed. Based on the images provided, a pta balloon rupture during post stent pta angioplasty cannot be confirmed. Based on the images provided, no contrast extravasation was demonstrated, can be confirmed. Conclusion: the device and images were returned. Based on the returned sample condition, the investigation is confirmed for the reported balloon rupture as a compound rupture (i.e. Both complete circumferential and longitudinal) was identified. Based on the condition in which the sample was returned, the investigation is confirmed for sheath retraction issues (prolapsed balloon material over the distal tip and introducer sheath tip was buckled). Per the reported event details, the balloon ruptured at nominal pressure inside a bare metal stent. Therefore, there may have been an interaction with the stent and balloon which contributed to the balloon rupture. It is likely that the balloon rupture contributed to the retraction issues due to the prolapsed balloon and buckled sheath. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon allegedly ruptured at nominal pressure circumferentially inside a bare metal stent. Reportedly, the health care provider was able to successfully remove the entire balloon. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. A cd of x-ray images were provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon allegedly ruptured at nominal pressure circumferentially inside a bare metal stent. Reportedly, the health care provider was able to successfully remove the entire balloon. There was no reported patient injury.